Manufacturer narrative:
G4:11feb2021. B4:23feb2021. H11:g5:k102985 h10:the device was in clinical use at the time of the event. No additional information was provided if there was any patient involvement; however, there was no report of patient or user harm. The customer called back, stating that pvt was completed and failing the airflow accuracy test. The caller stated that the unit would not go into standby even when nothing is on the gas outlet port. The rse advised that the flow sensor assembly required replacement. A good faith effort was made, and the customer stated that the flow sensor was replaced, which resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. MFR report# 2031642-2021-00119 is the correct report and is the primary complaint. MFR report# 2031642-2021-00447 has been identified to be the duplicate and should be nulled.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported to philips that the device had a low leak co2 rebreathing risk alarm, then during repair the vent went vent inoperative for error code "machine and proximal pressure sensors failed." The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated he found residue in the patient outlet port back to the boot between the blower and the gds. There was also residue in the line going to the internal leak port. The customer removed the da pcba and verified there was no residue on it and suspected residue to be mucamist. The customer then found the da to mc cable was not fully seated at the da pcba which is what caused the error code. The rse advised the customer to make sure the white nylon fitting for the internal exhaust line is also clear at the patient outlet port. The rse informed the customer that if it is clogged it can contribute to a low leak alarm. The rse advised the customer to perform a full successful pvt before placing back into service.